Event description:
No additional information.

Manufacturer narrative:
1. DHR/bhr review lot#4016714 1-the products of this batch were assembled at intima ii auto line 4 in february 2024, and packaged at cfs package line in february 2024. Work order quantity was 33,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: blocking test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test and needle removal force test. The test results are all within the product specifications. Please refer to the attachment for test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, the root cause of the needle blockage and the needle though catheter cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc needle through catheter. The steel needle became clogged during arterial puncture on (B)(6), and withdrawal of the vessel revealed a perforated plastic syringe on the side of the needle. Discarded.